Event description:
The complainant stated that the head down function is not working, except when he moved the plugs around for the pendant. He has plugged the pendant directly into the control box and replaced the control box, but the issue remains.

Manufacturer narrative:
The accounts maintenance isolated the issue to the head lockout switch not making contact on one side. He replaced the head lockout switch to repair the bed.